Manufacturer narrative:
Innovative health, llc became aware of an incident with a viewflex xtra ice device on (B)(6) 2021. It was confirmed that the distal tip partially broke while in use, the tip did not detach from the shaft. The doctor was able to retrieve the entire catheter without any extra intervention. The device was returned for evaluation on 16-apr-2021. A follow up was conducted on 13-apr-2021 with the healthcare facility and the details of the case were confirmed as previously reported. No patient injury was reported.

Event description:
A viewflex xtra ice diagnostic ultrasound catheter was reported to be in use inside a patient when the distal tip broke. The tip did not detach from the shaft. The doctor was able to retrieve the entire catheter without any extra intervention.